Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the patient experienced blood glucose (bg) of 32 mmol/l without any additional signs or symptoms of hyperglycemia. It was said that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and that the patient remained on the pump. At the same time, the patient reported that the rewind step was not functioning as expected; the piston did not fully retract and moved only 0-100 units instead of 200 units. The patient claimed that because of the motor issue she was not receiving insulin. This complaint is being reported because of the possibility that the pump issue caused or contributed to hyperglycemia.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/23/2017 with the following findings: the complaint could not be duplicated or confirmed with testing. Review of the pump¿s black box indicated no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Inspection of the motor components and circuit revealed there were no defects to the motor system.